Event description:
Device history record was reviewed and nothing was found related to the reported event. Device history log was reviewed. Several alarms related to the reported event were found. The reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided information, the air sensor was changed that solved the issue. The device log review confirmed the reported event. Air sensor was investigated in brézins and the reported event was reproduced. The reason for the failure is most likely due to the deep drift of the sensor caused by its degradation. The CAPA is addressing the subject of "defective air sensor". To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.

Event description:
The following has been reported: pump has air pressure defective. It gave error and we did calibration but failed. We replaced air sensor and after that calibration passed. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.